Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the starclose se device after an unspecified procedure. Reportedly, during the splitting of the starclose se sheath, heavy resistance was noted and the sheath split stopped. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occurring in the past year). The device was reportedly discarded and did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information, no product deficiency was identified.